Event description:
It was reported that the device was explanted approx after implant duration of 6 months, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.